Manufacturer narrative:
(B)(4). (B)(6). Medical products: vanguard xp-xp tibial tray interlok cat#: 195752 lot#: 162900, vanguard xp tibial locking bar cat#: 195762 lot#: 392470, biomet series a standard patella cat# 184762 lot#: 526600, vanguard xp-xp medial bearing tibial tray e1 antioxidant infused cat#: 195878, lot#: 835830, vanguard xp-xp lateral bearing tibial tray e1 antioxidant infused cat#: 195808, lot#: 865220. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04353, 0001825034 - 2018 - 04397, 0001825034 - 2018 - 04398, 0001825034 - 2018 - 04399, 0001825034 - 2018 - 04400, 0001825034 - 2018 - 04401. Product remains implanted.

Event description:
It was reported that the patient was manipulated under anesthesia ten months after partial knee arthroplasty due to unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.